Manufacturer narrative:
If implanted, give date: not applicable, as the product is not implantable. If explanted, give date: not applicable, as the product is not implantable. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the end of a 1mtec30 cartridge split while implanting a tecnis one-piece intraocular lens (iol) into the patient's operative eye. Reportedly, a piece broke off, which needed to be removed by the surgeon. The surgeon tried to remove the fragment using capsulorhexis forceps, which didn't work. An incision enlargement was required to enable the fragment to be removed. A 10/0 nylon suture was used to close the wound. The wound was sealed and good pressure was obtained post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 06/22/2018. Device evaluation: the 1mtec30 cartridge was not returned in its original package. Visual inspection using microscope magnification was performed: lack of lubricant material were observed on cartridge. The cartridge tip section was observed deformed and broken. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.